Event description:
Medtronic is concerned about making money and not about the dependability of its product. Why numerous attempts to tell them that their sensor for their insulin pump easily loses the signal. Why has no effort been made to rectify the situation? The sensor insert is too short. They easily slip out. Patients should be able to rely on the sensor and have decision what length their sensor insert should be. Everybody is different so why does medtronic want everything to be cookie cutter? Since the issues are outside of the pump itself, these should be fixable matters.